Manufacturer narrative:
Investigation: maquet cardiovascular received the device on may 10, 2010. A visual inspection revealed that the short port was returned with the black inflation valve secure in the btt port. It was observed that the balloon was torn. An attempt was made to inflate the balloon with 25cc of air, but the balloon would not hold air. The tear in the balloon prevented it from holding air. Based on the received condition of the device, the reported failure was confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro short port btt balloon ruptured. It was reported that the balloon ruptured around the seal where the balloon is attached to the btt, and there does not appear to be any part of the balloon missing. A new kit was used to complete the procedure. The hospital reported no patient effects. The product was returned.